Event description:
Received notice from walmart that abbot had notified a problem with some libre free style 3 sensors. Confirmed that I have one considered effective and made a report to them. They requested I also report to you. Lot t60003546 sn (B)(6). Fortunately, I had not yet used the product.